Event description:
The pt reported, the tubing on her insulin infusion set "cracked" where it connects to the luer lock. She stated that this happened previously about 2 months, so she checks for this situation. She stated, she had no blood glucose concerns because she discovered the issue before any could occur. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.